Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead.

Event description:
The consumer reported via the manufacturer representative that they had a lead revision two weeks ago due to a loss of pain coverage from lead movement. The representative stated they had another revision due to the lead not being anchored properly and giving the patient stimulation on the side. Impedances were normal. The day after the revision the representative was programming the patient and noticed electrodes 4-7 were greater than 10000 ohms so the patient was programmed to 0+, 1-, 2-, 3+ which gave good pain coverage for the patient¿s leg. The patient noted her battery was depleted now when it was fully charged two days ago. A recharge calculation was done for 5 v, 450 pulse width, 60 hz and 500 ohms and found it should need to recharge every 7.07 days. Further information received from the representative reported that the patient had another lead revision as the anchor came loose and the lead moved. The patient was feeling stimulation in her stomach and needed stimulation on her right leg. Since the lead revision the patient needed to charge more frequently when they used to charge once a month. Recharging statistics were reviewed and a calculation was done with 8.9 v, 1000 pulse width, 80 hz and therapy impedance of 408 ohms which found they needed to recharge every .71 days. It was reviewed that the patient was programmed with high settings and they should be reprogrammed to increase the charging interval. The indication for use was spinal pain and lumbar radiculopathy. Additional information received from the manufacturer representative reported that troubleshooting involved interrogating the battery and a lead repositioning was done on (B)(6) 2017. The cause of the loss of therapy and stimulation in the wrong location was that the lead had moved and the issue was now resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.